Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed, it was operating in safety mode. And that both brady and tachy therapy remained available. Review of device memory identified an error that, resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm, the cell had a high internal resistance. The high internal resistance resulted, in the software resets, and reversion to safety mode operation.

Event description:
It was reported, that this device had reverted to safety mode. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had reverted to safety mode. The device was explanted. No additional adverse patient effects were reported.